Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately high results compared to his feelings/normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he woke up at 8:55am on (B)(6) 2018, and was ¿feeling bad¿. He reported that he tested his blood glucose level and obtained an alleged inaccurately high blood glucose result on the subject meter of ¿139 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with a combination of insulin and oral medication. He stated that he immediately drank orange juice and had breakfast. He mentioned, that at an unspecified time on (B)(6) 2018, he felt ¿shaky an nervous¿. He reported that on the morning of (B)(6) 2018, he visited his doctor. He stated that he obtained a blood glucose result of 180 mg/dl on the doctor¿s meter compared to 225 mg/dl on the subject meter. He indicated that the doctor gave him another meter and advised him to follow a strict diet. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure. The cca walked the patient through a control solution test and the result fell within the range expected. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Shaky and nervous, after obtaining an alleged inaccurately high blood glucose result on the subject meter.